Manufacturer narrative:
On october 4, 2022, mentor became aware that the date of surgery was (B)(6) 2022. One of the implants was intact and the other ruptured. Side and lot number of the intact device was not provided and hence, is unknown at the moment. When information is received, supplemental report will be submitted. The following fields have been updated on this form: - is required intervention has been selected under section b; field b2 - fields d6b for explantation date have been updated to (B)(6) 2022. - field h6 health effect - impact code ¿device explantation¿ has been added - field h6 type of investigation has been updated to "device not returned" reason for device explant and/or reoperation: left rupture. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 6, 2022, mentor became aware that the date of explant has been moved from (B)(6) 2021 to (B)(6) 2022. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 4, 2023, mentor became aware that the replacement devices used on (B)(6) 2022 were non-mentor. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 8, 2023, mentor became aware that the left side was ruptured and right was intact found upon removal. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 29, 2022, mentor became aware that the surgery has been cancelled, and not rescheduled at this time. Hence, following fields have been updated on this form: - is required intervention has been de-selected under section b; field b2 - explantation date has been removed from fields d6b. - field h6 health effect - impact code has been updated to ¿recognized device or procedural complication¿ - field h6 type of investigation has been updated to "device not accessible for testing" reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. Date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent revision breast reconstruction surgery with a 575cc mentor memorygel breast implant on both sides and experienced bilateral breast implant rupture postoperatively. As a result, the patient is scheduled for a bilateral replacement surgery on (B)(6) 2021. This medwatch report is for the patient¿s left-sided device.